Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation: two rods were in the package. One rod is marked with the part number and lot. This rod was cut on one side for length adaptation. On the other rod not marking is visible. This rod was cut on both sides for length adaptation; this rod is about 6mm shorter than the other one. Both rods are in a bad condition, and are partially strongly deformed, and have clearly visible nicks and scratches on the surface and one site are at the end heavy stress marks visible. Due to the deformations and the cuts at the end of the rods not all dimensions can be verified anymore. Next to that the article and lot number of one rod is unknown. Therefore this complaint is indeterminate from a manufacturing standpoint. However the for this complaint relevant dimensions were checked and was within the specification. Furthermore the identified damage(s) to the anodized layer was worn out, which indicates that they may have been caused post-manufacturing. Placeholder.

Event description:
Patient was implanted with hardware on (B)(6) 2012 for a lateral fusion with posterior stabilization. While receiving an injection on (B)(6)2013 the surgeon determined the locking cap disengaged from the poly axial screw head. Details of injection are unknown. Patient was returned to the or on an unknown date for removal of hardware. No further information was provided. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: product development evaluation: the matrix spine system includes 5.5mm rods that are fixed by the screws and locking cap. The drawing was reviewed for the 5.5mm ti-4 curved rod 125mm precontoured matrix. The drawing detailed the appropriate overall dimensions, assembly notes, and laser etching. The returned implants and complaint description does not include enough conclusive information to determine specific contributing implants and the root cause of this complaint, the disposition of this complaint from a design perspective is indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complaint was received on (B)(6) 2013. The rod was added an additional part to the complained event on (B)(6) 2013, after the fact. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. One ti curved rod is being submitted on this initial medwatch report. A total of two (2) rods were received for investigation. Synthes is unable to determine which rod potentially contributed to the complaint event. One rod was received without visible part/lot number.